Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a power disconnect which triggered an alarm. The battery remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the battery met all requirements for release. However, log file analysis revealed that the controller in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the controller's alarm log file revealed one power disconnect alarm. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating a cell pair depleted below a voltage threshold. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event could be attributed, but not limited, to a welding and/or soldering defect. If information is provided in the future, a supplemental report will be issued.